Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarmed code ec 46510. No patient adverse event reported.

Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log showed no evidence of the reported problem. To further investigate, a functional test was performed. The customer's problem was confirmed. The device was found alarming with error code 46510 in red screen during power up. The error code 46510 indicates a problem with ui_error_irq_abort or a microprocessor board issue. It was determined that the microprocessor board was inoperable and the root cause of the issue. Therefore, the microprocessor board was replaced.